Event description:
A tandem mobi cartridge alarm was reported by a customer, with cartridge alarm 34 confirmed by technical support. The issue was not related to exposure to external magnets, nor did it occur during the loading process. Although there was no previous report of cartridge alarm 30, 34, or 35 with this pump serial number, alarms were reported with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the customer's shipping address, and instructed the customer on how to put the pump into storage mode before returning it. After receiving acknowledgment from the customer, a replacement pump was sent with instructions for returning the problematic pump via ups within ten days.